Event description:
No additional information is available.

Manufacturer narrative:
Distribution history: this complaint unit was manufactured at csi on 4/28/2021 under wo#'s (B)(4) and shipped on 5/3/2021. Manufacturing record review: DHR's (B)(4) were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: this unit was serviced for a loose j12 on the board. It was also processed for an unrelated recall in 2022. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. The general description for not cutting have other unrelated findings. Some are not confirmed. Product receipt: the complaint unit was returned on a repair. However, based on log 100522, this unit was at csi on 6/19/2023. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: upon removal of the chassis cover, the connectors, on the display portion of the board, were noted to have loose nuts on bj1 and bj2. Once tightened, the issue was addressed. Bj1 is the power and bj2 is for coag function when a pen is plugged in. The unit was repaired, tested and returned to the customer. The potential for loose nuts on the display board were addressed via an update to the print to be followed by the board manufacturer. A defined amount of force was set on the 300788-r board via ecn-23707. The vendor will build boards per the print and use a set force on bj1, bj2, and bj3 after january 2021 when the ecn was released. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported through the service department that the device was returned for service. It was alleged that the loop electrode was not cutting. Not additional information is available. No adverse event reported. Lp-20-120 leep 2023-06-0000396.